Manufacturer narrative:
(B)(4). Investigation result a visual examination of the returned complaint device found that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit, positive pressure was applied and liquid was observed to be leaking from two balloon pinholes. No problem was noticed on the markerbands and the tip of the device. The catheter of the device had no kinks or damage. It is possible that the device may have encountered difficult patient anatomy such as stenosis, calcification or tortuosity, which could have contributed to the reported allegation. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon catheter was used in the ureter during a dilation procedure performed on (B)(6) 2021. During the procedure, it was noted that the balloon was leaking water in two directions. The procedure was completed with another uromax ultra dilatation balloon catheter. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of balloon pinhole.